Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and was subsequently hospitalized and went to intensive care unit (ICU) due to hyperglycemia on (B)(6) 2024. The blood glucose level was over 500 mg/dl at the time of event and the patient got treated with intravenous and fluids of saline and insulin. Patient also experienced high ketone level. The event was caused by the cartridge ripping out the pump during a football game. The patient has not been released yet from the hospital. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.